Event description:
It was reported that insulin gauge displayed amount different than expected and that pump showed static fill estimate of 110 units despite insulin being delivered. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, and technical support explained that this could occur due to large differences in measured pressures used to calculate remaining insulin and that fill estimate would begin counting down once actual insulin matched displayed value; customer received education, understood explanation, and no further action was reported.